Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint, the quick disconnect luer cap was damaged. It was also noted that the warm pad was damaged and the blood out cap was discolored with black spots on it. Review of the damage type is consistent with excessive shock force post production. (B)(4). Method: actual sample evaluated, photographic images. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the sx25 connector was defective. There was no patient involvement as this occurred out of box.